Event description:
My physician ordered an extended wear halter monitor to wear. Cardiology fitted a philips mcot. I wore the device without issue. Sent it back in after the 14 days like I was supposed to. After several weeks with no results uploaded, I called cardiology. The just told me things we backlogged, and they would get to it. We are now over a month, and I know something else was up, so I decided to stay on the phone today until I got results. Sadly, I found the truth is there was a software update the prevented the results from going to dr. I could not get any answers at phillips or how to fix it. Finally had to find the info on the rep to have him call and light a fire to get things done. Within an hour he was able to get someone to upload results for my physician to read. These monitors are looking for heart electrical pathway issues and could be very important for people to know if there was a problem. If there is an issue getting the information from the device to the dr we should have received notification right away from the company. Instead, I had to go to drastic measures to get my info released. This should not be how things are done. I think this was a widespread issue that they have known about yet failed to inform.